Manufacturer narrative:
Concomitant medical products: product ID: 37791, lot# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that their device does not work anymore and they are fed up with and want a non-rechargeable device. They do not like it because recharging takes too long and it wears them out. Sometimes they get good coupling and other times they do not. Because of the difficulties recharging the patient had stopped charging all together. These problems have been occurring since they were implanted in (B)(6) of 2015. Indications for use are as follows: non-malignant pain, migraines.

Event description:
Additional information received reported that the replacement of the recharger antenna did not resolve the recharging difficulty. No further steps were taken to resolve the issue. If additional information is received, a supplemental report will be sent.